Event description:
It was reported the patient's blood glucose level rose to "between" 17mmol/l and 22mmol/l (306 mg/dl and 396 mg/dl) while wearing the pod between 49 and 71 hours. The patient reported insulin leaking while wearing the pod. While wearing the pod it was found that the pod's cannula had dislodged from the infusion site (arm). As treatment, a new pod was applied.

Manufacturer narrative:
According to the complaint, the device will not be available for investigation because it was discarded by the patient. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.